Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system was not operating as designed in the procedure. It was reported that the site had difficulties verifying a tracer probe in the ear, nose & throat (ent) application software. Once verified, nothing appeared to be occurring as there was no visible trace pattern while registering the patient. It was reported that the navigation system displayed a prompt stating the probe was not verified and re-verification was needed. However, re-verifying did not restore functionality. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome. It was later noted that the site stated the navigation system had potentially been powered on continuously for multiple days prior to the reported event.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.